Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6) 2024, it was reported that the patient felt sick and experienced high blood glucose level. Therefore, on (B)(6) 2024, at 05:00 pm, the patient was admitted to the hospital with blood glucose level of 26 mmol/l. The patient was tested for ketone level. During hospitalization, the patient received insulin drip as corrective treatment. Further, the patient stayed for two days in the hospital. Currently, the blood glucose level was 8.8 mmol/l. No further information available.